Event description:
Pt reported that she experienced elevated blood glucose of 264 mg/dl on (B)(6) 2011. She delivered 25 units of insulin to treat hyperglycemia. Follow-up was completed with pt on (B)(6) 2011. Her normal blood glucose is 112-230 mg/dl. The infusion set, cartridge, adapter, and battery are changed per specs. Pt noticed there was insulin leakage at her infusion site on (B)(6) 2011 when the infusion set adhesive became wet. She did hear and audible click when the tubing was connected to the headset. She was unable to determined where the leak originated and advised it was not due to poor absorption or her body. There was no blood in the infusion set, and the infusion set was not dislodged or disconnected. The infusion set was discarded and will not be returned for eval. Pt did no require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for eval.